Event description:
The medical representative reported that the device delivered inappropriate therapy due to noise on the ventricular channel. A lead fracture was suspected and therefore, the lead was capped.